Manufacturer narrative:
On 13th may 2025, the user informed senseonics that the cgm showed results that were different from glucometer measurements. The case was escalated to the next level of support for additional review. Initial review of the dms data confirmed inaccuracies. Since the user was unable to upgrade to the most recent transmitter firmware, a transmitter replacement was authorized for them. On the (B)(6) 2025, the user paired the updated transmitter, but then also received glucose suspend alerts and eventually sensor replacement alerts. A sensor replacement was approved under the glucose suspend case. Investigation found that the returned transmitter passed all the tests and no problem found with it. B4. Date of this report 11 august 2025. G3. Date received by the manufacturer? 11 august 2025. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 13 may 2025,senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.